Event description:
It was reported that the radiofrequency programmer head which was returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the head's lens was cracked and therefore the top case was replaced, and that its uplink tests were out of specification and therefore the head's cable was replaced. (B)(4).